Event description:
Patient's mother reported a line appears down the middle of the aviva combo meter display. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.